Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.

Event description:
Information received indicates the brake will lock, but the caster continues to swivel if pushed from the side.